Event description:
Complaint was received in a batch report from the distributor ((B)(4)) on (B)(4) 2013. No other information was provided. Caller alleges that false negative hcg results using the consult diagnostics hcg urine cassette test.

Manufacturer narrative:
Investigation pending.